Manufacturer narrative:
Section a4: additional information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information as of 24apr2019: subject was started on keflex and was seen in clinic by infectious disease physician on (B)(6) 2019 . Blood cultures were obtained on (B)(6) 2019 and were negative; computer tomography of abdomen done which showed inflammatory stranding around the lvad driveline in the left anterior subcutaneous tissues. No organized drainable fluid collection along the drive line or adjacent to the visualized portions of the lvad. Of note, subject had methicillin-susceptible staphylococcus aureus(mssa) driveline infection in december 2018 (reported as separate ae in edc) which required IV antibiotics. Subject had been off antibiotics since (B)(6) 2019 for the treatment of that infection. Subject had a follow-up visit with infectious disease on (B)(6) 2019. Drainage around site was improved at that time. Wound cultures obtained on (B)(6) 2019 grew staphylococcus aureus. Infectious disease physician already had her taking keflex which covered the staph infection. The patient was instructed to continue to monitor driveline site and report any worsening of drainage. Patient will follow-up with infectious disease doctor on (B)(6) 2019. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information

Event description:
It was reported that the patient's driveline was reassessed and the subject will remain on chronic antibiotics for treatment of the ongoing driveline infection. No further information was provided.

Manufacturer narrative:
Approximate age of device - 11 months & 16 days. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that subject called vad coordinators reporting pain, redness and increased drainage at driveline site. Denied fever or knots around the site. Infectious disease md called in oral antibiotics for subject. Subject came to clinic on (B)(6) 2019 for the site to be assessed by vad coordinator and infectious disease team. Oral antibiotics continued at that time. Computer tomography of abdomen obtained-inflammatory straining seen around lvad driveline in left anterior subcutaneous tissues. Subject will remain on antibiotics until (B)(6) 2019 at which time driveline will be reassessed. No further information provided.